Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient¿s implantable cardioverter defibrillator and two leads were explanted due to an infection. The patient was stable post procedure.

Manufacturer narrative:
The device was tested on the bench and no anomalies were found.